Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the pieces of the reservoir casing were falling off to where the gasket fell out of the insulin pump and insulin pump was working fine right now. The customer¿s blood glucose level was 172 mg/dl at the time of the incident. The device will not be returned for analysis.